Event description:
It was reported, the patient thought the pump was not implanted correctly. It was stated the pump worked its ¿way out of the skin.¿ the pump was subsequently removed. The event reportedly occurred in 2013. The pump previously delivered morphine (unknown). Additional information reported the cause of the issue was cut/torn through sutures, the sutures coming loose from the tissue, and wound dehiscence. The pump was subsequently removed on (B)(6) 2014. The patient recovered without permanent impairment. The pump was used to deliver unknown morphine (dose: 1.639mg/day, concentration: 15.0mg/ml).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported the patient thought the pump was not implanted correctly. It was stated the pump worked and was ¿way out of the skin.¿ the pump was subsequently removed. The event reportedly occurred in 2013. The pump previously delivered morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.